Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The customer changed all of the pump supplies. A correction bolus was delivered via the pump to address the bg level. Another occlusion alarm had not been received. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected.